Manufacturer narrative:
Corrected data h6: device code there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a hydrocele next to this inflatable penile prosthesis (ipp) pump. The physician repaired the hydrocele. The ipp pump was removed, and a new pump was placed away from the site of the hydrocele. No patient complications were reported.

Event description:
It was reported that a hydrocele had developed next to the pump of this inflatable penile prosthesis (ipp). The physician repaired the hydrocele. The ipp pump was removed, and a new pump was placed away from the site of the hydrocele. No further patient complications were reported.

Manufacturer narrative:
Corrected data h6: device code.

Event description:
It was reported that the patient had a hydrocele next to this inflatable penile prosthesis (ipp) pump. The physician repaired the hydrocele. The ipp pump was removed, and a new pump was placed away from the site of the hydrocele. No patient complications were reported.